Event description:
Pentax medical was made aware of a complaint on 06-jul-2021 that occurred in the united states. The reported complaint of "no image, scope cuts out" involving pentax medical video processor, model epk-i5010, serial number (B)(4). The user facility responded to pentax good faith efforts(gfe) via email on 08-jul-2021 and stated that the no image occurred during the pre-inspection check. They also responded to pentax customer service gfe on 09-jul-2021 and reported there were no accessories used during the procedure. There was also no reported user or patient injuries or delay. The customer owned processor was received by pentax medical for evaluation on 12-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the user's experience but did documented the following inspection findings: electrical connector with wiring loose, scope connector handle loose, limit switch actuator plate(2) bent. The device underwent repairs including the following components: cable to limit sw, scope connector assy, ball plunger. Model epk-i5010, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. On 07-aug-2021, a device history record(DHR) review for model epk-i5010, serial number (B)(4), was performed by the manufacturer, the DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 21-jun-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 21-jun-2013. The endoscope was repaired and approval by final qc on 23-jul-2021 and delivered to the customer under delivery order (B)(4).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.